Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a totally occluded, de novo lesion in the mid right coronary artery. The patient presented with severe chest pain. Pre-dilatation was performed using an unspecified semi-compliant balloon dilatation catheter. A 3.0x18mm xience xpedition stent was deployed at 16 atmospheres without reported issue; however, fluoroscopy after stenting revealed a dissection at the distal end of the implanted stent. Another xience xpedition stent was deployed to successfully treat the dissection. There was no adverse patient sequela, and there was no reported clinically significant delay in the procedure. No additional information was provided.